Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, an error message was displayed mentioning that the c-arm footswitch was disabled. No patient or user injuries were reported. Hologic field service engineers (fse) were dispatched to investigate the device and observed that the right footswitch was having intermittent issues. The fses reported that the left side c-arm switches were old and showing signs of wear. The fses were informed by hologic technical support that the switches occasionally would stick, causing the c-arm to move to 180 degrees without them putting it in that position. The fses resolved the issue by replacing the left c-arm switches and right footswitch. The fses performed multiple tests which all passed and verified that the system meets manufacturers specifications. No further information is currently available.